Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 225 cc saline prosthesis experienced right sided deflation, and left side issue with capsular contracture unknown baker grade post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, bilateral replacements performed with mentor gel as follow: left replaced with cat#: 3507235mc, sn#: (B)(4), and right replaced with cat#: 3507235mc, sn#: (B)(4) on (B)(6) 2020. This report belongs to left prosthesis.